Event description:
It was reported that the patient presented for explant due to needing an MRI. The physician used electrosurgery near the device, the patient began to fibrillate. External defibrillation was used. The device was explanted and replaced successfully. The patient was stable after the procedure.